Manufacturer narrative:
To date, the incident handpiece and generator have not been rec'd for evaluation. If the devices are returned or if additional info pertinent to the incident is obtained, a supplemental report will be filed. [See scanned pages].

Event description:
The report stated that the inferior mesenteric artery sealing zone ruptured one hour after a laparoscopic sigmoidectomy. The patient's blood loss was 2900cc and the blood pressure went down to 45/38. The surgery was then converted into an open procedure. The ima was ligated. The patient was discharged from the hosp in 2007 is able to talk and eat.